Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer stated that the insulin pump had power error detected alarm. Customer stated that the notification light stopped flashing immediately. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 23 or pump error 49 noted. No pump error 63 alarm noted during testing or listed in device history. Device trace download analysis confirmed the pump alarmed power error 25 and low battery alert and power loss alarm. The adapt tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25, low battery alert and power loss alarm due to corroded electronic assemblies. Device received with corroded motor home switch.